Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A wife reported the adc freestyle libre 2 sensor tip did not penetrate the skin of an (B)(6) customer. On (B)(6) 2020, as a result, the customer was not able to monitor their blood glucose and was unable to treat themselves. The nursing staff called paramedics and a blood glucose test of "around 50 mg/dl" was obtained on the paramedic's meter. The customer's wife suspects that the customer was given glucose by the paramedics. No further details were provided. There was no report of death or permanent injury associated with this event.